Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h5, h11.

Event description:
The following was reported to hamilton medical ag: summary:tf 243004 (buzzer defect at startup) or buzzer defective.

Event description:
The following was reported to hamilton medical ag: summary:tf 243004 (buzzer defect at startup) or buzzer defective.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. A detailed investigation was performed by an expert from the technical service: the investigation confirmed that device did not work as intended at the time of the event. The incident reported by the customer occurred during start-up without patient involvement. Therefore, there was no patient or user harm. The root cause was a defective ffc-cable (part n° 161554). The defective cable was exchanged, the device was tested and worked as intended again.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary:tf 243004 (buzzer defect at startup) or buzzer defective.